Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, peri-implantitis, pain, gingivitis pus. Bar on 4 implants.